Event description:
A malfunction alarm with code "malf 12" was reported, resulting in the customer's blood glucose level rising to 520 mg/dl. Customer took no action to address the high blood glucose level and did not require third-party assistance beyond normal support. Technical support provided information on how to reset the pump and assisted the customer in performing a reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to contact support if any issues arose in the future. The customer understood the instructions given.